Event description:
During a seeg surgery, the robot lost initialisation. The user had tried using the diagnostic checks to resolve the issue before phoning for support. During the diagnostic checks, the systems intermittently failed the initialisation check. The user had also installed the spare communications cable but this did not resolve the issue. The patient was under general anesthetic when this occurred, surgery was subsequently cancelled without the treatment being completed. The surgery was abandoned prior to knife to skin, and the patient suffered no ill-effect from being under anesthetic. No harm to patient and no medical intervention required. Patient just recovered from ga. This is being reported because if this had occurred on another occasion it may have been at another part of the procedure which would have required surgical intervention to close the patient at an unplanned stage before the surgery had been completed

Manufacturer narrative:
Intermittent voltage drop on the robot. Initial checks showed that voltages were low but within specification. Components were detached and reattached. The intermittent issue still occurred. In a second intervention block connectors were replaced with new contacts, and the voltage drop was not encountered any more. This robot is now fully functioning. The electrical component degraded over time causing a voltage drop, the voltage level was not sufficient enough to allow the components in the arm to function correctly. Retrospecitve reporting of issue following FDA inspection - documented internally in corresponding CAPA.